Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer booted to a black screen and that it remained black. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer booted to a black screen and that it remained black. The programmer and radiofrequency (rf) head were returned for service, analyzed and tested out of specification. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis found that the programmer powers up to a blank screen, the low voltage differential signaling (lvds) board was not fully seated. It was also noted that the hinge plate was missing screws, the hinge plate was cracked, the electrocardiogram (ECG) connector was loose and the system fan was noisy. Product ID 2067 radiofrequency head.